Event description:
On q pump catheter was removed in 2008 and a portion of the catheter was left inside the operative area. The pt had to return to or in the next day for the removal of the retained portion.